Event description:
A nurse reported that a black spot of lint emerged from the viscoelastic product upon injection into the patient's eye during surgery. The debris was removed from the patient's eye during the same procedure. Additional information has been requested. Additional information was received whereby the doctor reported the patient's condition was okay.

Manufacturer narrative:
As a complaint sample, one partially used syringe with the manufacturer's cannula was received. In the remaining product no particles were visible. Additionally we received a recipient containing a liquid in which no particles could be found. Based on the investigation, this complaint could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. No similar complaints have been received for the reported lot. No quality remarks were noted in the batch records filling and visual inspection documentation. The syringes are 100% visually inspected. Items with foreign material are rejected. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but all anticipated information has been received. (B)(4).